Event description:
Upon investigation, it has been determined that the debris in the sterile packaging meets the acceptable criteria and product is conforming to specifications. Event is no longer considered reportable, and initial report should be voided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Updated: b4, b5, d4, d10, g4, h2, h3, h4, h6. Reported event was confirmed by examination of the devices/photographs. Device history record (DHR) was reviewed and no discrepancies related to the event were found. The root cause of the reported event is likely to be due to transit damage. Evaluation of the returned product/photographs provided confirmed the following: lot #3795969; 3777604; 3234993; 3760797: debris inside the sterile packaging which is consistent with the appearance of foam debris from the foam packaging inside the sterile barrier. Lot #3477773; 3711559: debris inside the sterile packaging which is consistent with the appearance of the porous coating and foam debris from the foam packaging inside the sterile barrier. The reported event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Upon investigation, it has been determined that the debris in the sterile packaging meets the acceptable criteria and product is conforming to specifications. Event is no longer considered reportable, and initial report should be voided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed a follow-up MDR will be submitted. Concomitant medical products: item #: 51-104140/ tprlc 133 t1 pps ho/ lot #: 3795969, item#: 51-103160/ tprlc 133 t1 pps so/ lot #: 3477773, item#: 51-105160/tprlc xr t1 pps / lot#: 3234993, item #: 51-145130/ tprlc xr mp t1 pps/ lot #: 3711559, item #: 51-105110/ tprlc xr fp type1 pps/ lot #: 3760797. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-02520, 0001825034-2020-02521, 0001825034-2020-02526, 0001825034-2020-02527, 0001825034-2020-02528.

Event description:
It was reported that the during circulation of product, debris was found inside sterile packaging. There was no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.